Event description:
Information received by medtronic indicated that, during a cryoablation procedure, the user observed a coaxial connection icon on the cryoconsole screen and also received system notice message 50012 ((the refrigerant delivery path is obstructed). The issue resolved after tapping on check valve cv4 and the cryoablation procedure was completed. No patient complications were reported. Technical support was contacted and a field service visit was recommended. Reportable following revision to regulatory reporting criteria.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported baseline flow icon issue has been confirmed by field service engineering. Console n-6737 failed the inspection due to a defective check valve (cv4). The reported 50012 issue has been confirmed through data analysis. Bin files showed the system notice #50011 ¿obstructed flow¿ at injections 1 through 5,8,9,10 and 12 as well as system notice #50012 ¿obstructed flow¿ at injections 16 and 17. Bin files also showed at least 25 injections were performed with catheter 2af284 / 88998. No product was returned for analysis.